Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Due to the age of the device, the customer declined further evaluation and requested to have the device returned to them. A cause of the reported issue could therefore not be determined.

Event description:
The customer contacted physio-control to report that their device had a charge-pak icon in its readiness display. During device evaluation, physio observed that all three icons (charge-pak, attention and service wrench) in the readiness display. The device would not power on when then on/off button was pushed; the lid would open, but the device would not power on. There was no report of patient use being associated with the reported event.